Event description:
As reported, with regards to a 23 mm sapien valve, the procedure was not successful because immediately after the procedure, patient did not feel well. About 3 days post tavr, the patient was taken to the emergency room due to very low blood pressure, blurred vision and was admitted to the hospital. The patient was told that her valve was leaking. Because the symptoms were not getting any better, the patient had another tavr (valve in valve) procedure 1-year and 5 months post tavr implant and a valvular plug was also implanted. The patient was reported to be doing well.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. There was no device returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. As the complaint for postimplantation regurgitation unknown was unable to be confirmed, a lot history and complaint history review was not performed. The instruction for use (IFU), commander delivery system with s3, us was reviewed. No IFU/training deficiencies were identified. The complaint for post implantation regurgitation unknown was unable to be confirmed as no imagery/ medical record was provided. A review of the DHR did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the first tavr procedure on 4/8/2019 that was not successful. She reported that immediately after the procedure, she did not feel well and about 3 days later, she was taken to the ER due to very low blood pressure and blurred vision and was later admitted to the hospital. She was later told that her valve was leaking. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve undersizing. Due to limited information, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances were identified during evaluation, a product risk assessment (pra) escalation is not required. In this case, patient experienced low blood pressure and a definitive root cause is not known.